Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the failure mode is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
It was reported that this patient with a 2800 23mm valve, implanted for 15 years and three (3) months, has a valve-in-valve procedure planned. The failure mode of the surgical valve is unknown. No other details have been provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.